Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 323 mg/dl. The customer attempted to change all supplies to address bg level, but did not observed insulin escape the tubing during the filling process. The customer changed out all supplies (cartridge and infusion set) and was able to resume insulin delivery. Reportedly, the customer delivered a bolus via the pump and administered manual injections to address bg level.